Event description:
It was reported that the ICD could not be interrogated via housecall or at an in-clinic check. The device was removed.

Manufacturer narrative:
Upon receipt of the device, no communication could be established. The battery was found to be depleted. When tested with a new battery, the device functioned normally. The device met all specifications. Further analysis revealed that the battery depletion was caused by an internal short within the battery.